Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a skin reaction that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient described the skin reaction as pain, itching and redness that originated under the sensor patch, on the right side of the abdomen. Patient reported that the rash spread across the abdomen, the size of a lunch plate. Patient was not able to stop the skin reaction. Patient was seen by his physician on (B)(6) 2015 for the reported skin reaction. Patient was prescribed an anti-fungal and steroid medication. Patient was advised to give it two weeks, and that if the rash does not go away in that time, he would need to schedule an appointment for possible biopsy and analyzation of the tissue. Patient further reported brand names of medications prescribed as; betamethasone and clotrimazole. Additionally, patient reported using over the counter (otc) antifungal cream, miconazole for the reported skin reaction. At the time of contact, patient reported current skin condition as, "kind of improving". No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).